Manufacturer narrative:
During a short test run it was found that the heat up was reproducible. The handpiece was running with a too high current. After disassembling of the handpiece it was found that both ball bearings of the drive assembly have been worn out. Which causes higher friction and hence heat up of the product. This explains the high current consumption as the bearings are not running smoothly anymore. The condition of the ball bearings is the result of the normal wear process. This is noticeable by the user due to noise and behavior of the tool (in the worst case it is wobbling). It was also found that the inner part of the push button had circular groove marks worn into it. This indicates that it has been pressed while the handpiece was running. This causes a quick heat up of the head as the push button gets in contact with spinning parts which causes high friction. This is a use against the IFU. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment the head heated up close to the chuck system and burned the patient on left cheek. There was no medical care necessary and the burn healed within one week.